Manufacturer narrative:
The customer's reported issue was confirmed. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced door latch sear assembly. Lvp bezel post recall completed. Replaced dim u2 on display board. Based on the findings, technical support determined that the proximate cause of the reported issue was due to wear of the door latch assembly. A review of the device history record showed the device had a manufacture date of 01/22/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed patient side occlusion. There was no patient involvement.